Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet with a dexcom g7 sensor, with an initial blood glucose of 53 mg/dl that improved after oral carbohydrate treatment and fingerstick confirmation, followed by calibration to the ilet. Symptoms included low blood glucose. Outcomes included recovery without escalation of care. Investigation included customer care troubleshooting and education on treating low glucose, monitoring, and fingerstick confirmation to ensure stabilization. Investigation of this case revealed no device malfunction reported or observed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.